Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that the physician noticed denting/concaving around the dynagen and bsci lettering on the casing. The local representative commented that this appearance was identical to another device of the same type. All of the lead diagnostic measurements were within normal range. Ts does not suspect that this appearance is representative of a damaged device. The local representative contacted ts the next day to report a change in the pacing impedance. The impedance at implant was 1200 ohm which then decreased to 1000 ohms. When measured the next day following the implant procedure, the impedance increased to 1350 ohms. Additionally, the sensing has decreased from 12 mv to 5 mv. The pacing thresholds has remains stable from 0.5 volts at implant to 0.3 volts. Ts suggested a chest x-ray as a lead perforation or a lead-device connection issue could not be ruled out. Boston scientific received information from the local representative that a chest x-ray was taken and the right ventricular (rv) defibrillation lead appeared stable. The patient was discharged from the hospital without incident. The patient was readmitted into the hospital six days later with complaints of chest pain and chest wall stimulation. No capture of the rv lead was observed at 7.5 volts at 1.0 ms. The patient was admitted into the intensive care unit for probable lead perforation.

Manufacturer narrative:
(B)(4). Boston scientific received information that a lead perforation was confirmed via a CT scan and echocardiogram. There was no capture through the device or psa (7.5 volts at 1.0 ms. Impedance had decreased to 450 ohms range. The patient was presented to the operating room for a lead revision procedure. The lead tip was in a low septal position rather than the apex. The rv defibrillation lead was pulled back without difficulty. A replacement rv defibrillation lead was implanted because the chronic rv defibrillation lead could not be repositioned. During the procedure, the physician was unable to re-tightened the ra set screw. No clicking sound was heard as the set screw continued to spin freely. The same results were encountered with a new wrench. A replacement device was successfully connected to the replacement lead. There were no complications or irreparable injury as a result of the procedure and the patient was discharged the following day. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Detailed analysis of the lead did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.